Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR # 9613299-2013-0001. A f/u report will be submitted once investigation results are available. MFR is not yet available. The date will be provided in a supplemental report.

Event description:
During inspection of radial and lateral axes linear rails and bearings, it was found that 2 radial and 2 lateral linear rails had a gap. No detector fall event and no injury was reported. These gaps between the circuit casting and radial/lateral rails may impact the radial/lateral drive and lead to ball screw stress which in turn may result in a mechanical failure.